Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed a under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using two proglide after a left heart catheterization with intervention using a 6f sheath. Reportedly, when the first proglide was being inserted into the patient, the guide bent and then was noted to be broken yet held together with the actuator wire. Another proglide was inserted and pulled back. The device was deployed and removed with only the proximal guide attached. The distal guide was removed with a snare. A proglide foot was observed to be missing and removed with a snare. Manual compression, followed by a femostop, was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using two proglide after a left heart catheterization with intervention using a 6f sheath. Reportedly, when the first proglide was being inserted into the patient, the guide bent and then was noted to be broken yet held together with the actuator wire. Another proglide was inserted and pulled back. The device was deployed and removed with only the proximal guide attached. The distal guide was removed with a snare. A proglide foot was observed to be missing and removed with a snare. Manual compression, followed by a femostop, was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to filing the initial report, the following information was received: there was no resistance when the 1st proglide was being inserted into the patient. There was no resistance when the 2nd proglide was being advanced. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide and foot detachment were confirmed. The reported entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.